Manufacturer narrative:
Device label code for f10. Position 1, 2, and 3: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 6/2/97. On 6/3/97 after iabp for fourteen hours, the "blood detected" alarm sounded from the pump. The dr had difficulty removing the iab. A large clot was noted inside the balloon when the iab was removed. Event complications; none from the event - rpt'd 6/3/97, 6/25/97. Pt current status: well - rpt'd 6/25/97.